Manufacturer narrative:
A siemens global product support specialist evaluated the instrument data and did not find a malfunction. The customer reran samples that had been tested within the same time frame and there were no additional discordant results. The cause of the discordant, falsely low sodium result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was rerun on the same instrument and resulted higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low sodium result.